Manufacturer narrative:
Correction: section d4 (lot #). The reported event could be confirmed, since play of less than 0.5mm was observed at implant positioning location on targeting device. This instrument batch was released in 2014, meaning approximately 5 years of likely successful repeated use. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inadequate inspection of device functionality before and during surgical procedure. The device inspection revealed the following: visual inspection: did not reveal physical damage to device, only patterns associated with normal wear. Functional inspection was carried out in comparison to an alternate nail holding screw and targeting device. Play of less than 0.5mm was observed at the reported targeting device. Positioning screws were adjusted and play was no longer observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. IFU states: ¿ensure that you are familiar with the intended uses, compatibility and correct handling of the instrument, which are described in the operative technique of the product system. Please remember that product systems may be subject to alterations that may affect the compatibility of the instrument with other instruments or with implants. For your information, avail yourself of the training courses and publications offered." ¿ before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure." No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that they put the drill through the jig and into the nail and that the jig had too much play in it which caused the drill to snap off in the patient and nail. It was deemed to difficult to get the piece out so the surgeon left it in situ. Unintended metal in the patient.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that they put the drill through the jig and into the nail and that the jig had too much play in it which caused the drill to snap off in the patient and nail. It was deemed to difficult to get the piece out so the surgeon left it in situ. Unintended metal in the patient.